Manufacturer narrative:
The complaint reported thermal issue and battery swelling is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was overheating. It was also reported that the pdm battery was swollen and was not holding a charge.